Event description:
(B)(4). Event occurred in (B)(6). It was reported that the patient's infusion set's tubing had detached at the quick release. The tubing was not bent and the issue occurred with one set only. No further information available.